Manufacturer narrative:
(B)(4). The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records related to this event were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following an initial right reverse total shoulder procedure, the patient subsequently underwent a right shoulder biopsy with possible polyethylene liner exchange. As it is unknown what the reason for revision was, all implants are included. Attempts have been made and no further information has been provided.